Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with right quadrant flank and back pain. Medication was administered in the ambulance during transport for pain. A non-contrast CT was performed 1 hour later, the patient became hypotensive and was rushed for cta. The CT revealed a type iii separation endoleak was observed between the bifurcated ipsilateral limb and the ipsilateral extension resulting in ruptured aneurysm and blood in the retroperitenium. The patient was immediately transferred to the operating room. The physician gained bilateral percutaneous access and a reliant balloon was inflated in the supra-renal to stabilize the blood pressure. The bifurcated ipsilateral limb and the ipsilateral extension were cannulated and an endurant 16x28x156 was deployed from the flow divider down to existing limb in the left common iliac artery. Upon further review of the cta, it was decided to place an additional 16x28 limb further into the lt cia as there appeared to be disease progression. A reliant balloon was inflated to model the two limbs that were deployed. A final angiogram and retrograde sheathogram was performed. No endoleak was observed. Patient was stable but still appeared hypotensive. The physician performed bilateral femoral cut downs. The physician stated the patient had strong femoral pulses bilateral, however, femoral vein was hard. The physician decided to open and decompress the abdomen due to the ruptured hematoma compressing the ivc. The physician did not observe active hemorrhaging from the aorta, however, patient had co-agulopathy due to blood thinning medication. Multiple units of blood, ffp and factor 7 were administered. The patient expired. The physician stated the cause of the type iii separation endoleak was due to tortuosity and disease progression, the patient died from refractory coagulopathy, as the bleeding could not be stopped.

Manufacturer narrative:
Film evaluation results are: a review of several still angio images during an intervention confirmed that an endurant stent graft system was implanted in the patient. No calibrated scale was seen on the films; therefore, no measurements could be obtained. Non-contrast images showed that the contra limb and extension were on the right side, and that the bifurcate ipsi limb had detached from the ipsi limb extension which was implanted into the left iliac. The distal markers of the bifurcate limb were at the same vertical level as the proximal limb extension markers, but were radially offset. The aortic body was angulated ~50 deg l-r; relative to the distal aaa. The detached iliac limbs were relatively straight at their detachment, with no obvious stent graft kinks or compression observed. A balloon was seen inflated just above the level of the suprarenal stents. Another image showed that the left/ipsi limb was relined with 2 endurant stent grafts, from the level of the flow divider down to the distal end of the existing left limb within the left common iliac. With the balloon inflated within the aortic body, retrograde injection confirmed that the endoleak had resolved. No additional stent graft issues were seen. The exact cause of the component separation, leading to the type iii endoleak and ruptured aneurysm, could not be determined from the films provided. The anatomy pre-implant, films during implant, and earlier post-implant images were not available for return. The amount of component overlap at implant is also unknown. It is possible that disease progression, vessel tortuosity and morphology changes, with lack of vessel apposition at the junction, may have contributed to the limb detachment. The cause of the patient¿s death was due to refractory coagulopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.